Manufacturer narrative:
Na

Event description:
Information was received that this left ventricular (lv) lead was plugged into the device's right ventricular (rv) port. This lead exhibited poor morphology. Hence the physician decided to surgically abandon this lv lead and reinsert an old chronic right ventricular (rv) pace/sense lead that was working well. No adverse patient effects were reported. This lv lead is no longer in service.